Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer reseated cable also removed pockets and reloaded medications to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.